Manufacturer narrative:
Correction: h6: should reflect 4315, cause not established.

Event description:
It was reported that a patient presented with inappropriate shock and antitachycarida pacing due to incorrect interpretation of signal. A minor arrythmia, dizziness and discomfort was noted as a result. No intervention or further adverse patient consequences were reported.

Event description:
New information received notes that it was elected to continue supportive care, electrocardiogram was noted to have concern for myocardial infarction, and the patient was stable at time of discharge.

Event description:
New information received notes that the adverse event was resolved on (B)(6) 2025

Event description:
New information received noes that the patient presented with additional symptoms of hypotension, and worsening heart failure. It was determined that continuous care would be provided to manage the patient's symptoms.